Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 198 mg/dl. The customer stated that she received the button error alarm, took the battery out, and when she reinserted it, the insulin pump showed a failed battery test alert. She changed the battery out for a new one, and now reported that the buttons had a slow reaction time. She was unable to clear the alarm using the esc and act buttons. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer advised that she would seek help from a hospital if she found herself having issues with her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm. Insulin pump was unable to test operating currents, due to no button response. Insulin pump was unable to verify failed battery alarm, due to no button response. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.